Event description:
In 2005, the pt underwent cataract surgery with implantation of the crystalens in the left eye. Approx, 2 mos postoperatively, the pt reported glare, however, the lens was well centered. At this time, the pt was diagnosed with pco and in 2006 a yag capsulotomy was performed to address the pco. After the yag was performed, the pt still complained of glare at night. Alphagan and pilocarpine gtts were prescribed as well as antiglare spectacles for pm use. Six months later, the pt was seen by her physician and although the lens remained perfectly centered, the pt complained of severe glare and photophobia. Six days later, the physician placed a second iol (piggyback) in the sulcus os in an attempt to reduce the glare. This did not resolve the issue and 37 days later,both iols (crystalens and piggyback iol) were removed at the pt's request. A new standard monofocal lens was placed in the suclus. The physician reports that the pt is doing well. It should be noted that the pt's bcva was 20/20 throughout the entire postoperative period.

Manufacturer narrative:
H3. The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was returned to eyeonics for evaluation. Visual inspection revealed the lens was torn near the hinges and several small piece of the lens were missing on the optic and plate haptics. The condition of the lens is consistent with findings for iols that have been explanted since lens damage is likely to occur during the explant procedure. It should be noted that the physician examined the lens in the eye prior to explant and did not report lens damage. 851 = iol ) labeled.